Event description:
It was reported that multiple malfunction alarms occurred intermittently.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced a low blood glucose (bg) ranging from 49-60 mg/dl. The customer consumed carbohydrates to treat the low bg. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.